Event description:
This report was originally opened at 002620-lot tl 0812002. Customer reported:despite running oxygen delivery, the patient complained about respiratory troubles. After checking the adapter the medical staff identified, that oxygen leaked at the adapter. No oxygen input in the humidifier. To stop the patient shortness of breath the staff used a mobile oxygen device. The patient's now discharged. No patient injury reported.  Additional information received from international contact ((B)(6) 2013: ¿the patient was not connected to the mobile oxygen device. The patient was connected to the central oxygen supply only. The staff has recognized the problem before the patient was connected to the oxygen supply¿. Further clarification received: the patient was connected through your product (cfn) to a device for stationary oxygen supply. The defective product was briefly used on the patient but ¿ as the staff has identified an issue right away ¿ the error was mentioned in time and the defective product replaced.

Manufacturer narrative:
(B)(4). Evaluation summary: one sample was submitted for evaluation. The sample was inspected by carefusion quality personnel and no issues were observed. A lot number was not provided; therefore, a review of internal device history records could not be performed to search for any extraordinary events that might have led to the defect reported. In addition, the manufacturing process was reviewed and no issues were observed. This includes materials, design and components of the product. Based on the investigation results, the most probable cause for the issue reported could not be determined. Due to the nature of the complaint description, carefusion quality personnel tried to replicate the issue reported and observed that if the nut of the product is not completely threaded on the outlet of the flow meter, this may cause a leak.